Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent shoulder arthroplasty approximately 1 year ago. About 1 year post operatively, the patient was being considered for a patient matched product. All implants were removed and spacers were implanted as glenoid bone did not hold comprehensive baseplate, resulting in failure. Attempts have been made and no further information has been provided.